Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during intra-aortic balloon therapy fiber optic sensor failure alarm using a sensation plus 50cc balloon catheter. This occurred during use on a cardiosave pump. No patient harm or injury was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. A call was received for assistance regarding a fiber optic sensor failure alarm, initial troubleshooting steps¿including verifying correct cable insertion and reseating the fiber optic cable¿were unsuccessful. The esp team guided the nurse to switch to the catheter¿s inner lumen as an alternate arterial pressure source. It was discovered that regular line maintenance had not been performed, which lead ap source failing to provide accurate readings. Based on the event description, the root cause has been identified as user error. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).